Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Since the device was manufactured over 15 years ago, omsc could not confirm the manufacturing record. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported events were caused by the defect of these circuit boards due to long-term use. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) private limited and found the device had image problem. The endoscopic image did not appear and only the blue lines were displayed on the monitor due to the defect of a circuit board. And it was also found that another circuit board was defective and lines were displayed intermittently on the endoscopic image. There was no report of patient injury associated with this event.